Event description:
It was reported by the user facility that during treatment, the machine alarmed and there was a visible blood leak. The leak was internal and blood went into the machine. Blood flow rate: 150 mls/minute; dialysate flow rate: x1.5 (225 mls/minute). Estimated blood loss was 200 mls. No adverse effects were felt by the pt. The sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical eval and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.